Event description:
Right pelvic retroperitoneal hematoma after placement of advantage fit retropubic suburethral sling. Procedure was straightforward with scant bleeding noted. Had acute rlq pain and vb 3 hours after procedure. Angiogram was normal. Did not require reoperation. Had stable symptomatic anemia but wanted 1 unit of blood to facilitate discharge and treat symptoms. Did well post-op without pain or readmission. Hct rose steadily. Hematoma drained through small rent in right vaginal wall, spontaneously healed / stopped 6 weeks later. Did have some voiding dysfunction initially. Retention resolved. Dates of use: 2008. Diagnosis or reason for use: #1 stress urinary incontinence; #2 athlete, wanted to avoid change of groin pain.